Event description:
It was reported that this was a closure of access sites in the right common femoral artery (rcfa) and left common femoral vein (lcfv) using a prostyle device in each access site after a ventricular tachycardia (vt) ablation procedure using an 8f sheath. Reportedly, an attempt was made to advance a prostyle in the rcfa; however, it was difficult to advance and when the device removed it was noted that the suture was loose on the device. Another prostyle device was used to achieve hemostasis in the rcfa. An attempt was made to advance a prostyle in the lcfv; however, the suture came out of the vessel when harvesting the suture. Manual arterial compression was applied to achieve hemostasis in the lcfv. The patient had an episode of hypotension during the procedure which was treated with medication and resolved. The physician did not know if it was related to the prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional vessel closure device referenced with reported issue is filed under a separate medwatch report number. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hypotension is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.